Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing that the patient received inappropriate atp therapy due to a bigeminal rhythm. Programming changes were recommended. Patient will continue to be monitored. No further information.